Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a nasopharyngeal sample. Repeat testing was not performed. The patient was transferred to another hospital where confirmation testing was performed using an unknown pcr platform and an unknown rapid antigen tested; both tests generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental is being submitted to provide the investigation. Please see updates in section: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m203578 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j/ lot m203578, test base part number: 190-430 / lot: m203578. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m203578 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.